Event description:
Caller alleged discrepant results compared with the lab for five pts. Results as follows: date: (B)(6) 2011, inratio inr: about 4, lab inr: about 2. Nurse was with a pt and was only able to say that on five pts, the results were in the 4 range on the inratio and about 2 in the lab. The tests were done less than an hour apart.

Manufacturer narrative:
Investigation pending.